Manufacturer narrative:
Individual bandage wrapper contains natural rubber latex. Primary bandage packaging and individual bandage wrapper is labeled, caution: the packaging of this product contains natural rubber latex which may cause allergic reactions. (B)(4).

Event description:
Customer, with latex allergy, reports she had her gall bladder removed, dos (B)(6) 2013, and has 4 different incisions. Within about 3 hours she was experiencing a burning and itching sensation under all 4 bandages. Upon removal, she noted the skin under the adhesive had red spots and some blistering. Customer states she went to her doctor and was given a benadryl shot. Reaction is resolving and is much better.